Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the symptom return and lack of urgency had resolved after contacting the support person.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastr ointestinal/pelvic floor. It was reported that the patient had a return of urinary symptoms. The patient was not getting the urge to urinate. She was soaked during the night and would wake up that way. She was dripping, would wet herself, was damp, and had soaked pads. Stimulation was not felt and therapy was on. The situation was not resolved. There were no recent medical procedures or electromagnetic interference (emi) that could be related to this issue. After increasing stimulation from 2.9 to 3.0v, it was felt in the correct area. The patient would monitor symptoms until she met with her doctor. The issue had been occurring since yesterday, (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.